Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the patient was admitted due to acute myocardial infarction and immediately used a philips defibrillation monitor upon admission. The purpose was to monitor the patient for malignant arrhythmias and provide timely defibrillation with electric shock in case of ventricular fibrillation, in order to save the patient. However, when using the defibrillation monitor, it was found that the monitor malfunctioned and the treatment button displayed on the screen malfunctioned. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart mrx indicating that device prompted "therapy knob malfunction" during use. Device was used for monitoring the patient suffering from acute myocardial infarction. Customer immediately used another defibrillator for monitoring. There was no patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the root cause of the reported problem could not be determined. The issue was resolved by replacing the capacitor and the product is back in service.